Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha? Upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 569592, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system has not helped with the patients pain. The patient underwent a procedure in which the entire scs system was explanted. The patient is recovering as expected postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.